Event description:
Customer reportedly received results outside of the meter reading range on the aviva system. No low blood symptoms reported. Customer did not provide the location where the malfunction occurred. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Aviva system (strip lot number 300363, expiration date 02/29/2008).